Event description:
Healthcare professional (hcp) reported injecting a patient with ¿1 ampoule¿ of juvéderm® volux¿ in the chin and jw. Fifteen days after the application, the patient developed non device related ¿sinusitis.¿ the patient was treated with clavulin/ antibiotics. The patient additionally experienced ¿edema/ swollen, local redness, without signs of fluctuation.¿ the patient was treated with ¿prednisone 40 mg and alektos 20 mg for 7 days for etip.¿ there was no response, so the hpc ordered a complete blood count, esr, c-reactive protein, and ultrasound. The hcp additionally reported after day 4 of antibiotics, and the erythema is less noticeable, but there¿s a hardened lesion in an area where there was no filler injected. The symptoms are ongoing.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6) clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.